Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, lock on the refrigerator had misaligned and required a new adhesive tape. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to adhesive failure, which caused the refrigerator lock to detach. The field service engineer resolved the issue by removing the old adhesive, applying a new adhesive tape, reattaching the lock and smart remote manager, and testing the latch to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.